Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak from rear cover area, intermittent image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leak from rear cover area that caused an intermittent image. The most probable cause of the leak is due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had play at the coupler area between the scope and camera, water was getting in between scope and camera, causing image problem on the monitor. The issue occurred during a therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.